Manufacturer narrative:
Health effect- impact code: f2203. Information contained in this report was previously submitted through asr/psr on 01/29/2014, 04/25/2014, 07/17/2014, and 10/17/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: standard visual analysis noted red particles on the shell of the device and found the weight of the device to be within specifications at 322.6gm. Additional visual analysis noted deformation. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, rupture.

Event description:
Healthcare professional reported a left side rupture, "hole, non-specific", "hole in radius", fluid, capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "fluid and rupture", "hole, non-specific", "hole in radius", and "capsule". Device has been explanted and replaced.

Manufacturer narrative:
Correction to mw 2722258. B5, h6: per qpp07-01-003-g04, the reported event of "capsule" is not considered capsular contracture. Correction to mw 2722258 h10: reason for reoperation: "left breast fluid and rupture" additional, changed, and/or corrected data: b5.